Manufacturer narrative:
The device war returned for investigation but the investigation is incomplete. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported a revision surgery was performed on (B)(6) 2026 due to a cetra plate locking mechanism failure. The initial surgery took place (B)(6) 2020.